Event description:
The suture was used during an unspecified procedure. Reportedly the needle broke while passing through tissue. An x-ray was taken and the needle could not be found. Pt is under observation. No additional information is available.